Event description:
It was reported peri-operatively that there was a problem with the anchor. It was indicated that the anchor was fastened together with the silicone. It was noted that they had to change the anchor 3 times, as the third one was "ok." It was reported that the patient was "ok" and there was no harm, injury, or death. The outcome of the event was not provided. The drug delivered via pump was unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8780, lot# 0206058323, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: catheter. Product ID: 8780, lot# 0206007922, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the catheter anchor revealed it did not properly detach from the ascenda tool. The catheter segments and the introducer needle had no anomalies. The anchor deployment tool was returned with remnants of silicone still remaining on the hypotube. The anomaly seen was likely related to silicone blocking that occurred between the interaction of the anchor and the hypotube.